Event description:
It was reported that there was a broken drain elbow and a missing drain tube. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The product device was received for evaluation. Visual and functional testing were performed. Upon inspection, there was a broken drain elbow, an outdated printed circuit board (pcb) and power switch. The reported issue was confirmed. The root cause of the reported issue was found to be impact on the drain fitting. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. D4 unique identifier, e4 are unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.